Event description:
It was reported that during use with unspecified bd luer lock syringes air was being pulled in. The following information was provided by the initial reporter: yesterday during our first trial with trek. When the luer lock syringes (4 different ones made by bd) we're hooked up to the back of a marrow needle, a lot of air was being pulled in as the pa was trying to get an aspirate. They do not want to fill out an email, I wanted you to be aware.

Manufacturer narrative:
H6: investigation summary as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. E.1. Initial reporter state: address information was not able to be obtained, therefore, nj was used as a place holder. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with unspecified bd luer lock syringes air was being pulled in. The following information was provided by the initial reporter: yesterday during our first trial with trek. When the luer lock syringes (4 different ones made by bd) we're hooked up to the back of a marrow needle, a lot of air was being pulled in as the pa was trying to get an aspirate. They do not want to fill out an email, I wanted you to be aware.